Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. They stated the pump had not been explanted, it was just turned off and the patient was sent home, as the surgeon feels they didn't really respond to the therapy anyway. The representative would therefore be unable to send the logs at the moment, as the patient was severely disabled and usually only attended for refills, which is no longer needed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported a motor stall occurred on (B)(6) 2018 and the motor stall did exceed tube set. The patient experienced signs of withdrawal. It was stated that because the explant would not be performed immediately, the physicians decided to permanently shut off the pump (using the pump shut off code). It was noted the pump was implanted 6.5 years ago. No contributing factors to the motor stall were identified. No further complications were reported or anticipated.